Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning as intended. Reportedly, the customer has to hold the button down in order for the pump to illuminate. Customer stated that when they were holding down the button in attempt to turn the pump on they triggered a button alarm. Customer's blood glucose level was not impacted. Customer stated they will continue to use the pump for insulin therapy.